Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure to treat paod of the right leg one in.pact admiral paclitaxel eluting pta balloon catheter was used. Approximately 9 months later the patient experienced paod of the right leg. Patient was treated on the same day with pta. Patient is reported to have recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.